Event description:
Varian medical systems intelliblate microwave ablation of kidney tumor was being performed. Device failed during ablation. Probe had to be replaced, causing delay in ablation, longer anesthesia time and possible ineffective ablation. Lot: 31726, 13g x 15 cm microwave probe.